Manufacturer narrative:
Date sent to the FDA: 09/09/2021. Additional information was requested, and the following was obtained: 1. What instruments were used on the blunt needle/temporary pacing wire during/after placement? How/where is the blunt needle being grasped?- everything was going ok in or during tpw placement and needle breakaway process. During the needle breakaway, a needle holder/grasper was used to hold a part which coming off the needle to release a pin. Then an exposed pin part was taped/secured seems to the patient¿s body in order to move patient from or to ICU. 2. How/where is the temporary pacing wire being grasped?- they used hands on the wire side during needle breakaway process. 3. Do you know if we should still expect another sample with needle breakaway piece? If yes, please specify under what pc number. ¿sample which they planned to ship to us was already sent under different file. At this time, we do not have any other samples on hold or in the process of shipping. It was reported that there are no problems during insertion. They usually use a stay suture where the wire exits the skin, plus tegaderm is used on top to secure. No intentional tension is placed on the wire. The hospital is seeing the suture is breaking near the swage days after insertion while still in the ICU. They use kits prepackaged from distributor which makes it difficult to track the lot number. Distributor uses re-sterilization on their surgical packs. The following information was requested, but unavailable: the patient demographic info: weight, bmi at the time of index procedure? Did the operating surgeon observe any product deficiency or anomaly before, during or after the placement? Other relevant patient comorbidities/patient factors/concomitant medications? What is physician¿s opinion as to the etiology of or contributing factors to this event? Is the actual product involved in the reported issue available to be returned for evaluation? What is the patient¿s current status? Product lot number? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: event description: - cardiac pacing wire was implanted on (B)(6) 2021 at the end of an avr procedure. Following the surgery, the patient was brought to cicu at the same facility, where the event occurred on (B)(6). It was reported that the cardiac pacing wire fractured at the junction of the needle and the wire. No technique changes by ICU staff. Event date: (B)(6) 2021. When the event occurred: post-op in cicu. Did the patient experience a post-op device malfunction? - yes. If yes, please describe: had to unplug the pacemaker. Patient had to be placed on a permanent pacemaker defibrillator. Did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? Yes, patient had an r on t event, patient went into cardiac arrest (2) times. As a result, patient received acls. Patient had extended length of stay due to the event and a permanent pacemaker defibrillator needed to be placed. Did the patient require revision surgery or hardware removal? No if no, was there any additional medical intervention required such as x-rays, additional procedures, prescriptions? Yes, patient received acls, extended length of stay, patient needed to have a permanent pacemaker defibrillator placed. Patient outcome: patient needed to have a permanent pacemaker defibrillator placed. Patient consequence/ medical intervention: patient's pacemaker had to be unplugged. Patient had an r on t event, went into cardiac arrest (2) times and as a result, had to receive acls. No samples.

Event description:
It was reported that the patient underwent an avr procedure on (B)(6) 2021 and the temporary pacing wire was implanted at the end of surgery. Following the surgery, the patient was brought to cicu at the same facility, where the event occurred on (B)(6) 2021. It was reported that the cardiac pacing wire fractured at the junction of the needle and the wire connection. No technique changes were done by ICU staff. It was discovered after event occurred, that at some point the arterial wire cracked. The patient¿s pacemaker had to be unplugged. The patient had to be placed on a permanent pacemaker defibrillator. The patient experienced an r on t event and went into cardiac arrest twice. The patient received acls and had extended length of stay due to the event and a permanent pacemaker defibrillator needed to be placed. Additional information will be requested.